Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012097, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012097. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012097 was manufactured according to the work instruction (wi) version 100 and manufactured in the multivac 14 on 06-mar-2025, with a total of (B)(4) units. The welding, lot 5b03041 was manufactured according to the wi version 34 and manufactured in the line ls06 - ls07, on 02-mar-2025, with a total of (B)(4) units. The welding, lot 5b03032 was manufactured according to the wi version 34 and manufactured in the line ls24 - ls25, on 02-mar-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5b02930 was manufactured according to the wi version 38 and manufactured in the gluing machine 3, on 02-mar-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5b02932 was manufactured according to the wi version 38 and manufactured in the gluing machine 3, on 04-mar-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5b05551 was manufactured according to the wi version 38 and manufactured in the gluing machine 3, on 05-mar-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5b05612 was manufactured according to the wi version 38 and manufactured in the gluing machine 3, on 05-mar-2025, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 5b02934 was manufactured according to the wi version 38 and manufactured in the gluing machine 3, on 05-mar-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5c00487 was manufactured according to the wi version 67 and manufactured in the gluing machine sc05 - sc06, on 04-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that on (B)(6) 2025, patient faced an event of allergic reaction to infusion set. The patient had abscess with fluid. Also, the patient had pain. Surgical team had to remove the affected tissue. No further information available.